Manufacturer narrative:
Continuation of medical devices: dtba1d1 ICD implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion due to high lv outputs. It was also noted that the left ventricular (lv) lead had high threshold measurements. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.